Event description:
Using the dexcom g7 sensors. Very inaccurate readings showing too high or too low compared to glucose monitoring with finger stick machine. Looked on internet to see if others have had similar issues and there are many reports of inaccuracies which are too high or too low and treating those issues would be potentially dangerous if not verifying with the manual machine. Most recent issue: initial reading on g7 sensor was 77. Drank cranberry juice and the sensor then read 63, then the freestyle lite reading was 132. Then the sensor dropped to 47. Then the sensor read as inaccurate and instructed to leave on for 8 hours which was done then the sensor advised to start a new sensor. I removed the sensor and left it off until I follow-up with my diabetes specialist in a couple of weeks. I have had many problems with this sensor such as the glue wouldn't stick, getting readings in the 300's, many sensor errors requiring sensor changes before a week is up. This is my first glucose sensor and it is very inaccurate and I cannot trust these readings. The freestyle lite fsbs(fingerstick blood sugar) machine reading was 132 as compared to the dexcom g7 reading of 63. I am concerned that these sensors have a defect because of the inaccuracies, numerous sensor issues, and professions placing the sensors so it does not appear to be operator error.